Event description:
A malfunction was reported on a pump, prompting a caller to seek assistance. The issue caused the customer's blood glucose level to exceed the normal range, although specific values were not provided. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.